Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported leaking around the plunger while the product was being used to mix nicardipine.

Manufacturer narrative:
The device history record (DHR) review showed pieces were visually inspected and physically tested with no issues recorded relating to this customer report. The manufacturing site received one used sample with an orange apparatus attached to the taper of the syringe. A visual inspection was performed showing no issues observed. A leak test was performed with and without the orange apparatus on the syringe, and no leakage was observed around the plunger. As a result of the current investigation, there were no manufacturing-related problems confirmed in relation to the syringe assembly. Complaint trends are evaluated during the monthly corrective and preventative action (CAPA) meeting to determine if a CAPA is warranted. At this time a CAPA will not be initiated. This complaint will be used for tracking and trending purposes.